Manufacturer narrative:
E1/establishment name: (B)(6) hospital. No information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope image became green, and image distortion occurred. The alleged malfunction occurred during preparation before surgery. There was no harm or injury reported.